Event description:
Revision operative report-postoperative diagnosis: failure of recalled hardware of left total hip. Patient has polyethylene failure with marked thinning. "This is pure lateral wear." The patient was awakened and returned to the recovery room in stable condition. No intraoperative complications. There is no other information available.

Manufacturer narrative:
H10. Additional information- health effect - clinical code & medical device problem code d10. Concomitants: 120-65-30 - bone screw 6.5mm dia x 30mm long 2927658 142-36-93 - cocr fem head 36mm -3.5 offset 12/14 2853191 164-11-11 - novation element ro s/o sz 11 2883134 180-01-52 - nv crown cup clstr hole 52mm group 2 2881750. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Manufacturer narrative:
B2: corrected. H6: corrected the following: type of investigation, investigation findings, investigation conclusions. Manufacturer narrative: based on the available information, the patient involved in the incident meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left hip replacement surgery in approximately 2014. They underwent revision in (B)(6) 2023, approximately 9 years post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.